Event description:
The customer reported that following a diagnostic catheterization procedure in 2002 a vasoseal vhd kit size 1 was deployed and hemostasis achieved. In september 2002 an ultrasound was performed which revealed a pseudoaneursym. Thrombin was injected and the pseudoaneurysm was resolved. No further complications were reported.